Event description:
On (B)(6) 2012, the distributor contacted animas stating that the pump had no power. There was reportedly no sound to the pump after the battery was replaced. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed a cracked display screen. The pump powers on with functional auditory and vibratory alarms, but the display is unreadable due to the old damaged. A review of the black box shows alarms and warning indicative of typical pump use. Additional testing could not be completed due to the damaged display.